Event description:
It was reported that this inflatable penile prosthesis was removed due to a hole in the pre-connect system. No further information was provided. There were no patient complications reported.